Event description:
It was reported that 10 bd insulin syringes with bd ultra-fine¿ needles had scale marking issues. The following information was provided by the initial reporter : the consumer reported that 10 syringes had scale markings off by about 1 unit. Date of event : unknown; sample status : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/19/2021. H.6. Investigation: customer returned a total of 17 0.5ml syringes. Each of the syringes was measured to ensure that the graduation markings on the syringes were within specifications. All of the graduation markings on all of the syringes were found to be within acceptable limits. A review of the device history record was completed for batch # 0177612 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the scale markings being defective. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 10 bd insulin syringes with bd ultra-fine¿ needles had scale marking issues. The following information was provided by the initial reporter : the consumer reported that 10 syringes had scale markings off by about 1 unit. Date of event : unknown. Sample status : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.